Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the entire stent was deployed outside of the cyst. Reportedly, there was no issue with the delivery system. The physician removed the stent using forceps. The physician went back in with the eus scope and examined the puncture site. It appeared that the cyst was draining through the axios puncture. The physician decided to end the procedure without further intervention and planned to monitor the patient and bring the in the next week. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.